Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b1, b2, d1, e3, g1, and h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 20-jul-2022 to 19- jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the hinge spring in the pocket protruded through the cracked corner, left a sharp wire exposed. A field service engineer replaced the broken cubie pockets to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system sharp edge cut the nurse hand across 3 fingers when attempted to remove medications from pocket. Customer stated that when the nurse was removing medications, the pocket did not open, hence the nurse tapped on the drawer and swiped across the pockets to get it opened which resulted a cut on fingers. The nurse had to leave his shift for the day as he required a medical glue to treat the cut.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the spring of the hinge in pocket was sticking out of the cracked corner which resulted in a sharp wire poking out. A field service engineer replaced the affected pockets to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system sharp edge cut the nurse hand across 3 fingers when attempted to remove medications from pocket. Customer stated that when the nurse was removing medications, the pocket did not open, hence the nurse tapped on the drawer and swiped across the pockets to get it opened which resulted a cut on fingers. The nurse had to leave his shift for the day as he required a medical glue to treat the cut.